Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using an 18mm, non-abbott balloon. During the procedure, at 80 percent, the valve was placed at a depth of 5mm. Upon release, the valve migrated towards to the aorta at a depth of 0mm on the non-coronary cusp (ncc) and further migrated to -1mm depth. No additional intervention was performed as the patient remained hemodynamically stable throughout the procedure and no leak or high gradient was observed. The implanter believed the cause of migration to be due to the excess calcium presence. The patient was in a stable condition and subsequently discharged.